Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. Upon further investigation of the CT scans by healthcare professionals, the following was observed: there is no clear issue reported in this case. The size of the medial malleolus is mentioned; however, it is not clear what the issue might be. There is no clear loosening of the talus or the tibia, and no other clearly visible problem. Therefore, the assessment is limited, and the reason for the revision remains unclear, with the CT scan being the only source of information. Failure of total ankle replacement (tar) over time is a known complication. In cases of a planned revision procedure, a medical opinion aimed at determining the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. When a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided because key clinical information is missing, such as clinical status, exact symptoms, range of motion of the patient, and the assessment of the treating physician. The root causes of radiographic findings, such as radiolucent areas and bone cysts, are often complex and multifactorial and cannot be scientifically determined without this decisive evidence. Due to these limitations, we are unable to provide statements regarding the patient, the procedure, or the device in relation to the cause of the failure. More detailed information about the complaint event and the affected device is required in order to determine the root cause of the complaint. A review of the device history record was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design-related problems could not be identified because the catalog number and lot number were not communicated. If the device is returned or if additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to size of medial mal. Plan is to revise everything.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to size of medial mal. Plan is to revise everything.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.